Event description:
It was reported by service report that the bed loses power when footboard controls are used. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: pcb board.